Event description:
The customer stated that the unit started to move once customer had transferred off of it. Customer attempted to stop the unit accidentally grabbing the engager. This caused the unit to lurch forward knocking customer down. Customer went to the local hosp and was treated and released.